Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which the ipg was explanted and replaced.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention is pending to address this issue.

Manufacturer narrative:
B3: event is estimated.